Event description:
Customer called stating that their meter is reporting high results. They received a result of 327mg/dl, compared to hosp results of 155mg/dl. They were given an IV at the hosp to bring their glucose down. Customer asked to return meter for further eval, and a replacement was provided.